Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. Baxter evaluation confirmed the reported symptom of "constant air-in-line alarms" caused by the failed upstream sensor with low ultrasonic reading. The evaluation reproduced the alarms and found that both upper and lower fluid numbers were out of specification. The upstream sensor was replaced.

Event description:
It was discovered during baxter's testing that a pump displayed constant air in line alarms. It was reported that there was no patient involvement.